Event description:
The pt performed three blood glucose tests on the suspect device prior to going to bed. They obtained results of 437, 550, and 374 mg/dl. Spouse noticed that pt was clinching their teeth and sweating while asleep. Spouse called the paramedics and upon arrival they checked pt's glucose and the level was 19 mg/dl. They were treated with a glucose IV and the emts left. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.